Event description:
During recent remote follow up, the right ventricular lead exhibited oversensing due to noise. Programming changes were successfully completed. It was also reported that the right ventricular lead had been repositioned at some point in 2022 due to dislodgement. The patient was stable and asymptomatic. Further information was requested, but not yet available.